Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 07 august 2020: lot 184210: (B)(4) items manufactured and released on 16-aug-2018. Expiration date: 2023-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in after 1 year and 4 months from the primary surgery reporting both instability and pain. The cause of the pain and instability is unknown. The surgeon revised both the poly from 10mm to 13mm and resurfaced the patella bone. The surgery was completed successfully.